Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. It also had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the act button on the insulin pump has a bad response. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.